Event description:
Egps battery does not hold anymore. Please send a fsr immediately to replace and do a service on our machine at westchester medical center.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. After the part replacement was complete, the system was left fully operational. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.